Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/2020 the temperature is 96.01° degrees meets spec. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9).

Event description:
While using a 25k tfi-10 insert, the insert was overheating when in operation. The event outcome is unknown as of this MDR evaluation.